Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead was noted with low impedance alerts. The patient presented in clinic. The impedance tests were stable. No noise was recreated. A chest x-ray was ordered to evaluate for intermittent low rv impedances and look for lead compromise. The patient received the chest x-ray on 1/15/2021. No issues were noted. No changes were made. The patient was stable.